Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic assisted prostatectomy - "during the procedure the cannula is broken. There was no unusual instrument changing." Additional information received by email from an applied medical representative on november 16, 2016: I talked with the operating room team. The sleeve is broken during the surgery (davinci prostatectomie) - the ctb71 was the optictrocar. There was no manipulation - only a low pressure and the sleeves were broken. At the picture you can see the flaw. No plastic fragments were left in the cavity. Due to quality reasons customer does not want to use the remaining products from the same lot. Type of intervention - "n/a". Patient status - "ok".